Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload and pneumonia with subsequent hospitalization. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Treatment records were not provided. The patient did have a history of congestive heart failure and pneumonia which could have contributed to this event although the pdrn stated the overload could have also contributed to the pneumonia. Based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the patient¿s adverse event and the liberty select cycler cannot be excluded. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for fluid volume overload and pneumonia. The patient became fluid overloaded a few days prior to the hospital admission. The patient was found to have streptococcus related to the pneumonia (treatment unknown). The patient was transferred to the intensive care unit (circumstances unspecified) at some point during the hospitalization. The patient has a history of congestive heart failure and pneumonia and per the pdrn the fluid overload could be a contributing factor to the pneumonia. The patient has difficulty maintaining a balanced fluid intake and was placed on back up hemodialysis (hd) to remove the excess fluid. It is unknown if the patient experienced any overfill event on the liberty select cycler. Other hospital course is unknown and the patient remains hospitalized.